Event description:
It was reported that the user attempted to place a pt whom was in full cardiac arrest on the platform. Lifeband was aligned; when the start button was pushed, user advisor 02 (compression tracking error) appeared. No other info could be obtained. No adverse pt sequelae was reported.

Manufacturer narrative:
Reported complaint of "user advisory 02 (compression tracking error)" was verified. However, the issue was not caused by the lifeband. The platform's load cell was not functioning properly, it was replaced. Lifeband was returned to the customer. Autopulse platform s/n (B)(4), MFR report number 3003793491-2013-00423. Lifeband s/n (B)(4), MFR report number 3003793491-2013-00424.